Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and the patient was in the hospital on (B)(6) 2016. The patient wanted to know how to shut the device off. The patient had a bubble on their back and was in a lot of pain. It could be infected and the patient wanted to know how far they put the device in. There was possible misplacement of the device. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.